Event description:
Following plasmapheresis procedure donor experienced hives and rash on arms, stomach and chest. Donor took otc benadryl and symptoms resolved. The cause for this reaction could not be determined by the plasma center.